Event description:
Rptr wishes to bring to FDA's attention that "jomed" (a co registered in sweden) is currently doing the registration on stent grafts in the USA and another foreign country. There was a death case in the other country with the stent. Complication that occurred at a catheterization lab: a pt underwent coronary bypass surgery in 1990. In 1996 pt underwent ptca in the right artery, following which the artery was blocked. Pt was hospitalized due to unstable angina pectoris. During this same hospitalization the pt was catheterized, and it was during this process that a severe narrowing was found of the vein graft to marginal coronary artery and a stent was implanted. Due to it's significance with study which takes place at hosp, the pt was enrolled. The study is about to investigate whether (covered stent) graft stent is preferable to the ordinary stent for the handling of narrowing in coronary bypasses. A covered stent 16mm was implanted into the pt, and there were no complications. The pt was released from hosp one day after the catheterization. On the eve of release, a fever of 38 degrees appeared. Dr examined the pt and by this time dr recommended a conventional follow-up. Dr checked the pt again and due to the fever condition pt was admitted to the intermediate unit of the heart institute. Staphylococcus was found within 4 blood cultures. Despite the fact that at the beginning of the antibiotic treatment the fever dropped - at the echo and CT examinations matters were different and contamination occurred around the stent. During these tests the flow through the stent looked good. The echo-cardiographic follow-up showed a broadening of the abscess around the svg and the stent with the appearance of pressure on the left corridor. At the same time the white blood cells increased, and thereafter a passing atrial fibrillation occurred together with the reappearance of the rise in temperature. After consulting with another dr of the heart surgery dept, it was decided to perform surgery in the morning in order to drain the abscess, to remove the bypass and the stent and to perform a bypass to the marginal coronary artery and to rca although it was obvious to all that this means a high risk surgical transaction and that their was hardly any chance in saving the pt's life. The pt passed away during surgery.